Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported pain during the insertion of the abbott diabetes care (adc) device. The customer was able to self-treat with unspecified ointment for the reported issue. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.